Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. The patient is scheduled to have a new artificial urinary sphincter re-implanted on (B)(6) 2020.

Manufacturer narrative:
Correction: after removal of the complaint device, the physician indicated it was not a bsc device and was another manufacturer device. No MDR required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. The patient is scheduled to have a new artificial urinary sphincter re-implanted on (B)(6) 2020. The revision aus surgery booked for the patient did go ahead as planned. During the procedure it was determined that the patient's original aus device was not a device from boston scientific (as originally reported by hospital staff). There fore the original complaint was inaccurate, and not necessary, as the event was actually about a urinary sphincter from another company.